Manufacturer narrative:
(B)(4), a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process this condition occurred, but it occurred in biomedical service. Review of the device event history determined that this condition interrupted delivery. This device is a remediated colleague pump with a user interface module software version of 6.13.90. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause was determined to be a defective pump head module. The pump head module was to repair the reported condition. A follow up report will be submitted if additional information becomes available.